Manufacturer narrative:
The insulin pump had a frozen display due to a corroded liquid crystal display circuit board. The operating currents could not be tested and no battery out limit alarm could be verified due to the frozen display. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out of limit. The customer was unable to clear the alarm and the alarm persisted with multiple battery changes. The customer was assisted in clearing the alarm and advised to insert a new battery and the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.